Manufacturer narrative:
No bends, kinks or damages were observed on the soft cannula. Investigation of the device did not find any issues that would result in the device failing to deliver insulin. The downloaded data did not generate any hazard alarms, timeouts or drive stalls that would indicate the device struggled to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 400 mg/dl while wearing the pod between 4 and 24 hours. The patient reported cannula being bent while wearing it on the hips/buttocks. For treatment, manual injection was administered and changed out the pod.